Event description:
The hosp reported that during a coronary artery bypass procedure, the blower mister roller clamp on the side of the saline tubing would not stay in position and kept rolling back. The same device was used to complete the procedure by constantly adjusting the roller clamp. The hosp did not report any pt effects. The hosp will reportedly not be returning the product in question.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Internal file number - (B)(4).